Manufacturer narrative:
Correction information: the initial medwatch report indicates: device not available for evaluation. The initial medwatch report should indicate: device available for evaluation. The initial medwatch report indicates: device not evaluated by manufacturer. The initial medwatch report should indicate: device evaluated by manufacturer. The initial medwatch report is empty. (B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA. The initial medwatch report should indicate: (B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control replaced the biphasic pcb assembly and the 5 ohm inductive resistor. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
It was reported that during a preventive maintenance, the device had the service indicator light on and could not provide defibrillation therapy. It was also reported that multiple event codes were logged in the device's memory. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.